Event description:
During a surgical procedure, the achillon system screw would not tighten. There was no pt injury. The surgery was prolonged by 30 mins.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.